Event description:
The facility's purchasing department reported an overinfusion of heparin involving a colleague single channel infusion pump. Baxter quality mgmt contacted the facility's risk mgmt dept. The heparin drip (concentration: 500ml of 0.45 nacl with 25,000 units of heparin) was set up as a piggyback and was to be infusing at 16 ml/hr (800 units/hr). The infusion was started on the day of the event at 11:02. At 13:15, the nurse reported the 500ml bag empty. Protamine sulfate was administered as a result of the overinfusion and the pt's hospital stay was extended. No adverse outcome to the pt has been reported.